Event description:
It was reported that the procedure was to treat a heavily tortuous mid left anterior descending artery. A 2.75 x 33 mm xience prime stent was deployed when a dissection occurred. The dissection was treated with a 2.5 x 15 mm xience v stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.